Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the activation button on the device broke during a gastrectomy procedure. The button reportedly broke off from the device, but nothing fell into the pt cavity. There was no pt injury. Another device was opened to complete the procedure.